Event description:
Reporter indicated that the pt was admitted to the ICU following vns implant surgery. The pt reportedly went into respiratory arrest leading to ICU admittance. Implanting surgeon indicated that during the implant surgery, there was a lot of scar tissue present and that it appeared that the pt had prior surgeries. It was reported that the vns implant surgery was difficult due to the patient's anatomy and the pt had to be intubated several times. The pt continues to experience constant hoarseness and swallowing problems. The pt has been referred to an ent due to suspected vocal cord paralysis. It was also reported that the pt has paresthesia affecting their chin and collar bone area.